Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 41 mg/dl, which was treated with a candy bar. The customer stated that he pressed the up button to bolus, and the screen froze. He stated that he removed and reinserted the battery in an attempt to restart the insulin pump, and the insulin pump alarmed button error thereafter. He reported that he was trying to bolus for a potential high blood glucose event. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces.